Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 486 mg/dl at the time of the incident. The customer's father was assisted with troubleshooting for high blood glucose. Customer was off the insulin pump due to low battery. The device will not be returned for analysis.